Manufacturer narrative:
The programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device passed all testing and functioned as expected, no anomalies were observed. During testing, the touch screen responded to touch inputs as expected. Based on the available information, the event was assigned the most probable cause of cause traced to device design because the reported problem is likely traced to the design of the product. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device and a system reboot will typically resolve the issue. Further investigation is being conducted by representatives from our post market quality assurance, manufacturing, and design assurance groups to determine the root cause of these events and to determine if any corrective actions are warranted.

Event description:
It was reported that this programmer displayed an error code message and a frozen screen as it would just lock up and not allow to push any buttons. This occurred multiple times during a case. This programmer was out of service. No adverse patient effects were reported.